Event description:
Augmented 21 yrs ago with silicone breast implants. No info available on these implants. Pe 2007 - rt grade iii capsular contracture lt-grade ii. Bil ptosis. Three months later, pt underwent bil capsulectomy with implant removal. Both implants were ruptured within capsules. No free silicone outside capsules. Pt augmented with mentor gel implants 300cc bilaterally and also had lejour mastopexy bil.